Event description:
While performing synivsc one injection, I could hear "crunching" type sound with the injection. The fluid being administered was the standard viscous fluid without resistance. Upon completion of injection, I could see crystalized material in the syringe. The injection wasn't expired, and box was sealed. Lot: ersl016, exp: 2027-03. Right knee osteoarthritis.